Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 2 months form the primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 october 2022: lot 2112602: (B)(4) manufactured and released on 24-nov-2021. Expiration date: 2026-11-03. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.